Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 2.8 volts with a charge time of 9.5 seconds during pre-implant testing. After a capacitor reformation, the monitoring voltage remained 2.8 volts and the charge time was 8.1 seconds.